Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide procedure name. Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. Do you have any photos for evaluation? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2021 and suture was used. Before use on patient, it was reported that when to use the product preoperatively for an unknown surgery, the specification of the secondary packaging chinese label was found to be inconsistent with the registration certificate. The specification should be 15cm*15cm, however, it was 15.24-17.78 actually. Another like device was used to complete the surgery. No adverse consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: 1. Can you please provide procedure name. 2. Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. 3. Do you have any photos for evaluation? All answers above are unobtainable. Once there is any update, we will update the information.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 06/09/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was provided: since this case was from (B)(6), the hospital reported this case regarding to a mesh product, not suture. This confusion was caused due to lot number reported. After investigation, the correct product code should be pmh, but not sure whether the lot number is correct or not. Lot number provided (qjbcqa) does not correspond with updated product code. No additional information has been provided to date. If further details are received at a later date a supplemental medwatch will be sent. Product complaint # (B)(4) date sent to the FDA: 06/09/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1, d2a, d2b, d4, g4, h4 corrected b5 narrative: it was reported that a patient underwent an unknown procedure on an unknown date in(B)(6) 2021 and the mesh was was used. It was reported that when to use the product preoperatively for an unknown surgery, the specification of the secondary packaging chinese label was found to be inconsistent with the registration certificate. It was reported that the specification should be 15cm*15cm, however, it was 15.24-17.78 actually. Another like device was used to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.